Event description:
Pt admitted on 7/17/99 for childbirth. Epidural line was placed by ones/crna. After delivery rn asked for help with removal of epidural catheter. Pt was put in sitting position, tension noted in catheter upon attempt to remove. Crna paged, called back. He suggested laying pt in (2) lateral position with legs drawn up and head down. Pt was put in position, epidural catheter removed, without tension noted. Exposed spring noted upon removal. Nurse stated she did use excessive force to remove catheter after putting on (l) side. The catheter came out easily. It was discovered that part of the catheter was not present. A part of the catheter remained in pt. The pt had to go to surgery to have the part removed. Discharged 7/21/99. Arrow kits have been pulled from stock.